Event description:
During a remote follow-up, inappropriate high-voltage (hv) therapy was delivered by the device due to post-sensed t wave oversensing. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Further information was received that additional reprogramming was performed on the device to resolve the event. The patient was stable and will continue to be monitored.